Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 6. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced adhesive issues with six infusion sets on (B)(6) 2024. Patient reported that tape was not sticking. No further information available.